Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter on the fourth pass of the endostitch device the surgeon took large 'bite' of vaginal cuff and the toggle would not move the needle nor would the 'jaws' of the endostitch open. The surgeon used increasing force on the toggles until the jaws opened, however, the needle broke. The surgeon thought he saw half of needle still in endostitch jaw and half of needle at the end of the vloc suture. At close of case and after all trocar sites were closed it was discovered that half of the needle that was supposed to be at the end of the vloc was missing. The pt had an x-ray as well as a re-operation to search for the needle piece. However, (3mm) needle fragment still remains in patient's vaginal cuff. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, or conversion to open procedure. Used another endostitch vloc to close the cuff.